Event description:
The physician intended to implant a 4.0 mm diameter x 26 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. The stent was not successfully implanted and the device was removed. It was reported that the stent dislodged from the delivery system and stent struts were observed to be damaged. The device had been inspected prior to use with no abnormalities noted. Patient status post procedure was reported as ok and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon; however the 1st distal segment was positioned over the distal inner shaft marker. A number of struts on the 4th and 5th distal stent segments were raised and deformed. Numerous other struts on the 1st eight distal segments were misaligned. The distal tip was flared.

Manufacturer narrative:
Evaluation, results: related to operational context (device inspected prior to use with no issues noted. It appears that the deformation of the stent occurred during attempted delivery to the target lesion). (B)(4). Evaluation, conclusions: operational context contributed to event (device inspected prior to use with no issues noted. It appears that the deformation of the stent occurred during attempted delivery to the target lesion).

Event description:
It was confirmed that the device was not used in a patient and the damage to the stent was observed during device preparation. The target lesion was treated using another stent.